Event description:
Allegedly modular neck fracture in left leg of patient. Low activity level. No reported trauma.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were also made. (B)(4).